Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.; (B)(4).

Event description:
The customer reported they have battery issues there was no reported adverse patient impact.